Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low and high blood glucose of 54 mg/dl to 444 mg/dl. The customer treated with glucose and food for the low blood glucose. Customer indicated that their doctor will be contacted and their blood glucose value was 197 mg/dl at the time of the call. The product will not be returned.